Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, ln 07k78-25, a.i.d.d. Longford, ireland to architect i2000sr analyzer; ln 03m74-01, abbott manufacturing, irvine, tx. MDR number 1628664-2019-00293 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow up report will be completed when the evaluation is complete.

Event description:
The customer reported some samples generated false positive architect bhcg results and when repeated on the same instrument, negative results were generated. No impact to patient management was reported.